Event description:
As reported, button one of (2) 6/7f mynx control vascular closure device (vcd) can only be pressed down with effort. There was no reported patient injury. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will be returned for evaluation. Addendum: product evaluation for complaint 1 revealed: the sealant sleeve assembly was observed to have been severely kinked/bent outward as received. Additionally, the sealant sleeves were not fully covering the sealant, however, the sealant remained in the manufacturing position, exposed to blood. Addendum: product evaluation for complaint 2 revealed: the sealant was found fully exposed from the sealant sleeves due to this it was observed to have been severely kinked/bent.

Manufacturer narrative:
This report is related to report # 3004939290-2023-03471 complaint conclusion: as reported, button one of (2) 6f/7f mynx control vascular closure device (vcd) can only be pressed down with effort. There was no reported patient injury. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. Two non-sterile ¿mynx control vcds 6f7f¿ involved in the reported complaint from the same lot were returned for investigation. Additionally, four pictures related to the reported failure were provided. Per picture analysis, pictures #2 & #3 showed two pouches of a 6f/7f mynx control product with product information visible. Handwritten notes can be observed. Pictures #1 & #4 show 2 pouches of 6f/7f mynx control product with product information visible. A syringe can be observed connected to the stopcock. Handwritten notes can be observed as part of both pictures. No other anomalies of the product can be noticed at the attached pictures. (B)(4) visual inspection of the second received non-sterile ¿mynx control vcd 6f7f¿ device showed that button 1 and button 2 were not depressed. The syringe was connected to the device, and a cordis procedural sheath was on the catheter. The sealant was found fully exposed from the sealant sleeves since it was observed to have been severely kinked/bent. The device was inspected for damages/anomalies that may have contributed to the reported failure, and no damages/anomalies were observed on the returned device. Functional testing was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Resistance was felt when button 1 was depressed as received. It was revealed that the sealant adhered to the catheter shaft and caused the resistance. The sealant was removed, and button 1 was able to be fully depressed and locked in place with some resistance felt. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. Per microscopic analysis, visual inspection at high magnification showed that the sealant was found fully exposed from the sealant sleeves, which were observed to have been severely kinked/bent. The product history record (phr) review of lot f2229004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿button #1-actuation difficulty¿ was confirmed through analysis of the second device received since resistance was felt when pressing button 1 during functional analysis. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the severely kinked/bent condition of the sealant sleeves noted. However, the exact cause of the issue experienced by the customer and the condition of the sealant sleeves could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to actuation difficulty of button 1 reported since the cause of the issue per product analysis was found to be due to the adhered sealant (due to dried fluids). However, it is possible that the condition of the sealant sleeves and premature swelling of the sealant could have resulted in resistance experienced during button 1 depression. Additionally, procedural/handling factors possibly resulted in the severely kinked/bent condition of the sealant sleeves (such as excessive force during insertion) and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.